Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: methods: evaluation of actual device review of device history records. Review of complaint history. Results: evaluation of device: trunion has been dissembled, cleaned, polished, lubricated and reassembled. Locking/unlocking function of trunion has been restored. Due to the device having been decontaminated prior to inspection, the lubrication status of the device cannot be verified. Device history record reviewed for this product ID lot # p1159 manufactured on (B)(6) 2013 show no abnormalities related to the reported failure. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. A two year look back in the complaint system for this reported failure and or related to " trunion locking wheels seized up and unable to unlock/ sticking on a regular basis and require excessive force to move them on occasion " for this product ID shows that 18 complaints were received including this case. Due to the device having been decontaminated prior to inspection, the lubrication status of the device cannot be verified. Unable to determine the root cause of the complaint. CAPA has been initiated to address this issue.

Event description:
The arc became stuck and locked during surgery. It remained in the locked position and could not be moved. The patient was prepped for deep brain stimulation (dbs) surgery. Patient age and gender unknown. Surgery was delayed for approximately 20 minutes. There was no patient injury or adverse event reported. Additional information was requested and the following was received on 22feb2016 with the following: the trunnion wheels on the side become locked during surgery, requiring excessive force to release and turn them. The incident occurred when repositioning the arc to new coordinates. Surgery was continued and completed with the same device. The 20 minute delay in surgery was the estimate of the extra time accrued when having to manipulate the stuck trunnions, lubricating, and trying to release and turn. There was no patient adverse consequence due to the delay. Patient outcome was also reported as no adverse outcomes.